Manufacturer narrative:
Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing due to non-physiologic signals/sic (sensing integrity counter). Analysis of the device memory indicated the right ventricular lead integrity alert was triggered on (B)(6) 2015 for sic greater than 30 in 3 days and 2 or more high rate non-sustained tachycardia episodes. Beginning (B)(6) 2015 ventricular sic counts up to 38. This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. This device was included in that field action.  Based on the information received and without the return of the product, it could not determine this device performed as described in the field action. (B)(4).

Event description:
It was reported that the right ventricular (rv) lead exhibited noise. A connection problem with the implantable cardioverter defibrillator (ICD) was suspected. A procedure to confirm the connectivity was performed. The noise on the lead was determined to not be contributed to a connection problem. The lead was capped and replaced. The ICD was explanted and replaced. No patient complications have been reported as a result of this event.